Event description:
The event is reported as: the yellow wingnut looked tilted and oxygen did not flow properly. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.